Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with no issues noted. Leak testing was performed with a leak between the dark blue connector and light blue main body noted. A clear passage test and clamp function test were performed with no issues noted. A batch review could not be performed because the lot number was not available. The sample was confirmed for the reported problem, but the root cause was undetermined.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected in fill. The leak occurred from the junction between the female connector and the main body of the transfer set. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.